Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect occurred before use with a bd¿ syringe s2 ns 20ml. The following information was provided by the initial reporter, "there are material based uneveness on the plunger and syringe. Maybe tears or particles."

Manufacturer narrative:
H.6. Investigation summary bd has been provided with a photos for catalog 309210 lot 9238609 to investigate for this record. Visual examination of the photo shows particles composed of the lubricant used for the plastic formulation. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned ¿particles¿ consist of accumulation of ¿slip agent¿ which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessments were performed and met all the established criteria for preclinical toxicological safety evaluations. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time.

Event description:
It was reported that a molding defect occurred before use with a bd¿ syringe s2 ns 20ml. The following information was provided by the initial reporter, "there are material based uneveness on the plunger and syringe. Maybe tears or particles."